Event description:
On 10/22/24 a beta bionics clinical support specialist (css) became aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 10/19/24. The user reported changing the ilet cartridge around 3:00 pm pst and starting a new dexcom g7 continuous glucose monitor (cgm) sensor a few hours later. After announcing a meal, the user experienced an extreme low bg and disconnected from the device around 8:00 pm pst. To manage the low, the user drank two 12 oz sodas and ate rice and bread, though the bg remained low. The user received assistance from their daughter to obtain food due to dizziness, difficulty walking, and sweating. The user did not seek customer support or emergency services. The user was unsure if the ilet was rewound after connecting the new cartridge and infusion set, which may have contributed to the event. A beta bionics customer care agent later confirmed that the user was announcing "more than" for all meals while using the ilet, leading to incorrect dosing and the subsequent hypoglycemic event. Following the incident, the user discontinued ilet use and returned to previous therapy (mdi). The user reported bg levels below 40 mg/dl for about 2 hours.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date that occurred following a more than usual dinner announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. A cartridge change was not logged on the date of the event and device data showed repeated cgm signal loss and cgm issues. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemia event was caused by overestimating carbohydrates in the meal and choosing meal announcements that were too large. It is possible that the cgm errors contributed to the event and it is possible that the user received unintentional insulin during their reported cartridge change process; however, neither of these can be confirmed based on the device logs and available information about the event.